Manufacturer narrative:
Terumo has not received the actual device; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The fx oxygenator was being used in a coronary artery bypass graft procedure and was used with a sorin heart­ lung machine. The aortic cross-clamp was removed at 11:13 am. Weaning from cpb started at 11:33 am. There was no vacuum applied to the vr when the weaning started, and the low level sensor was switched off during the weaning process in order to eliminate nuisance alarms during the weaning process. In addition, the air sensor connected to the sorin hlm was inactivated. During the weaning process, when the arterial blood flow was about 1.5-2.0 l/min, the venous reservoir was accidentally drained, and the cardiovascular surgeon observed air in the arterial line up in the surgical field. When the air was observed and identified, the arterial pump was stopped and lines clamped. The patient was placed in a reverse trendelenburg position (head down). The arterial line pump tubing was disconnected from the cannula, and some air and foam were removed from the aorta. The perfusion circuit was re-primed and de-aired. Cardiopulmonary bypass (cpb) was re-instituted, and the patient was cooled to 32 degrees centigrade to reduce the metabolic rate. After the patient reached 32 degrees centigrade, the patient was rewarmed and was then weaned from cpb. The patient's hemodynamic status was adequate and the electrocardiogram was uneventful. The patient was transferred to the intensive care unit after the procedure was completed per normal practice. The patient was intentionally sedated over the next 24-36 hours to reduce the metabolic rate. The sedation was weaned gradually, and within 48 hours of the procedure, the patient was awake, alert, talking , and responding to commands . Neurologic and hemodynamic function appeared intact.